Manufacturer narrative:
It was reported that genesis system was implanted in (B)(6) 2018 and the femoral component was explanted in septempber 2019 due to pain and mobilization. The affected devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. Possible causes could include but not limited to alignment or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that genesis system was implanted in (B)(6) 2018 and the femoral component was explanted in (B)(6) 2019 due to pain and mobilization. The affected genesis uni tibial base along with the second device, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record review cannot be completed. A complaint history for the tibial base revealed no prior complaints for the listed failure mode. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. Possible causes could include but not limited to alignment or size of device. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that genesis system was implanted in (B)(6) 2018, and the tibial component was explanted in (B)(6) 2019 due to pain and mobilization. No more information available.